Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had the glass break during use. The following information was provided by the initial reporter: the customer stated the ¿tube broke while centrifuging."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were received from the customer facility for evaluation of the incident. The photos do show the customer¿s failure mode of ¿glass broken during centrifugation¿. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had the glass break during use. The following information was provided by the initial reporter: the customer stated the ¿tube broke while centrifuging."